Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she had experienced a hypoglycemic episode of which, pt claims, her cgm did not alert her. Pt's son found her unconscious, eyes open, on the floor. Paramedics were called and pt was treated had disabled her dropping glucose alerts and the cgm had alerted the pt of her low glucose once, approx 40 mins prior to incident, and once every 5 mins during the 30 mins leading to the incident. Pt states she does not make use of her cgm's trend alerts. During her call to dexcom technical support pt reports she was doing fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.